Event description:
It was reported that the patient was brought to the electrophysiology (ep) lab for right ventricular (rv) lead revision. Varying capture thresholds were noted, and an x-ray showed rv lead dislodgement. The rv lead was explanted and replaced. There were adverse health consequences; the patient was stable throughout the procedure.

Event description:
It was reported that the patient was brought to the electrophysiology (ep) lab for right ventricular (rv) lead revision. Varying capture thresholds were noted, and an x-ray showed rv lead dislodgement. The rv lead was explanted and replaced. There were no adverse health consequences; the patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed, while the reported event of varying capture thresholds was confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within the specification. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event of varying capture thresholds was due to the exposure of the outer coil at the abrasion zone, consistent with friction to the device can.